Event description:
Caller reported that their pump screen was dark and would not turn on and confirmed that their blood glucose level did not exceed 500 mg/dl. Customer was instructed to ensure the pump was not plugged in and to press the button firmly, but the screen did not turn on. Attempts to charge the pump were unsuccessful, and a red led was blinking with vibrations from the pump every three minutes. Reportedly, customer reverted to manual injections for insulin therapy.